Event description:
The customer reported, "cine run is shooting in subtraction mode when it is not in that mode." There was no pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. The system operates as intended.